Manufacturer narrative:
Concomitant medical product: 693565, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning on the right atrial (ra) lead occurred. High thresholds and high impedance were observed. The lead remains in use. No patient complications have been reported as a result of this event.